Event description:
It was reported while using the therapy cool flex catheter during an ablation procedure, the irrigation port broke. The catheter was immediately removed from the pt and the procedure was continued with a different device. There were no adverse consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.